Event description:
It was reported the patient underwent surgery on (B)(6) 2016, where the lead was repositioned. The patient reportedly receives effective stimulation therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective coverage. An sjm representative met with the patient and reprogramming was able to provide relief of his bilateral foot pain. Surgical intervention may be pending to obtain more optimal coverage.